Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found with thermal damage at the yaw pulley. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. This failure is typically associated with mishandling/misuse. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument rubber is burnt. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of arcing nor patient injury. The instrument was brought to her from central processing with no additional information nor point of contact.